Event description:
Investigation revealed a torn keypad button cover; all keypad buttons were still found to be responsive to button presses with the exception of the contrast button which has no effect on insulin delivery function. The keypad button cover was removed; contamination was found under the button key contacts. The text on the display screen also had a pink contrast. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed a torn keypad button cover; all the keypad buttons were still found to be responsive to button presses with the exception of the contrast button which has no effect on insulin delivery function. The keypad button cover was removed; contamination was found under the button key contacts. The text on the display screen also had a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).